Event description:
Company received report of a cuff leak in the tracheostomy tube. Patient was re-cannulated.

Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.